Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: infinion cx upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7082036.

Event description:
It was reported that the patients' left lead showed high impedances and caused the patient to experience inadequate stimulation from the spinal cord stimulator (scs) system. Reprogramming was performed but did not resolve the inadequate stimulation. The patient underwent a revision procedure in which the leads were replaced and is doing well post operatively. The devices will not be returned as they were discarded by the facility.